Event description:
The circuit was reportedly setup with a humidifier and the circuit reportedly melted and slightly burned the pt's skin.

Manufacturer narrative:
Info has been forwarded to the mfg facility for investigations. Results are pending. A follow-up report will be filed.